Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed as planned without any impact, as the c-arm rotation issue occurred after the procedure was completed. The philips field service engineer (fse) visited system onsite and confirmed that the system's c-arm was unable to perform rotations. Upon troubleshooting, the fse found issue with the potentiometer assy rotation drive. The supplier's part analysis conclusively determined the cause of potentiometer assy rotation drive failure was due to its output does not match the encoder output. To resolve the issue, the fse replaced potentiometer assy rotation drive and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The c-arm rotation issue did not impact the completion of the procedure. The procedure was completed as planned on the same system with no impact on patient or user, as the issue occurred after the procedure completion. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.